Event description:
The physician was treating an aneurysm with a number of coils. After deploying the sixth coil, the physician determined it was too long because the last few centimeters could not be pushed inside the aneurysm. The physician decided to pull back the coil and the coil detached/broke down. A silk stent was already in place covering the neck of the aneurysm and the microcatheter used to deliver the coils was already jailed with the stent. Therefore, the physician decided to deploy the remainder of the coil between the vessel wall and the stent to secure it in place. Approximately half of the coil was not inside the aneurysm. The physician did not notice increased resistance when trying to remove the coil. There were no clinical complications for the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device not available for return.